Manufacturer narrative:
Clinical review: in a customer experience survey, it was reported this patient experienced an infection. No further information is available pertaining to this patient and/or the reported event. Based on the available information, there is no allegation or objective evidence that reasonably suggests any fresenius device(s) or product(s) caused or contributed to an adverse event or serious injury. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the patient, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the facility or patient is available for the identified of the possible involved lots. An investigation of the device history records (DHR) could not be performed as no lot number was identified. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported they had an infection with peritoneal dialysis (pd) therapy. Additional information was requested, however to date has not been provided.